Event description:
After the coil was uneventfully delivered and placed inside the internal carotid (ica) terminus aneurysm, the physician decided to reposition the coil due to the coil loop herniated into the parent vessel. As the coil was being pulled back, the coil broke. This resulted in part of the coil remained inside the aneurysm and the rest protruded into the parent vessel and the guide catheter. The coil was successfully removed in two segments using a snare retrieval device. However, after the coil was retrieved, imaging showed a thrombus in the ica that resulted in a stroke. The thrombus was removed using several different thrombus retrieval devices. The aneurysm was successfully coiled. The patient subsequently had a left sided hemiparesis and was able to follow simple commands on the right side.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. It was reported that the coil protruded to the parent vessel during repositioning and broke during removal. Coil loop protrusion after coil placement resulted in thromboembolic events with a stroke. It is most likely that the reported event of the coil protrusion and breakage related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
After the coil was uneventfully delivered and placed inside the internal carotid (ica) terminus aneurysm, the physician decided to reposition the coil due to the coil loop herniated into the parent vessel. As the coil was being pulled back, the coil broke. This resulted in part of the coil remained inside the aneurysm and the rest protruded into the parent vessel and the guide catheter.the coil was successfully removed in two segments using a snare retrieval device. However, after the coil was retrieved, imaging showed a thrombus in the ica that resulted in a stroke. The thrombus was removed using several different thrombus retrieval devices. The aneurysm was successfully coiled. The patient subsequently had a left sided hemiparesis and was able to follow simple commands on the right side.